Event description:
Baxter (B)(4) field service technician serviced a colleague device for failure code 500:320. It is unknown when this condition occurred. During a review of the pump's event history by baxter (B)(4) personnel on (B)(4), 2010, it was found that the reported condition caused an interruption of delivery. The user interface module master software version is 5.08.92, which is categorized as remediated. No additional information is available.

Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Device evaluation: the device was evaluated on-site at the customer facility. The failure code 500:320 was caused by a damaged main keypad. The main keypad was replaced to correct this condition. A follow-up report will be submitted if additional information becomes available. (B)(4)

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition of failure code 500:320. (B)(4)